Event description:
Event description cpi received information that this implantable pulse generator (ipg) is at erp (elective replacment past). The patient reported feeling ill about two weeks before the visit and has now been hospitalized.